Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive alinity I total b-hcg on a 30-yr old female patient diagnosed with an ectopic pregnancy. The following results were provided: sid: (B)(6) = 55.63 / 0.88 / 0.95 miu/ml. Previous results provided: on (B)(6) 2025 = 16.69 miu/ml, on (B)(6) 2025 = 125.17 miu/ml, on (B)(6) 2025 = 1622.66 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The customer removed crystals at the sample probe which resolved the issue. There were no additional discrepant results reported on the alinity I, serial number (B)(6), after the cleaning was performed. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic, or discrepant results reported. A review of the alinity immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity part cleaned associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the alinity I, serial number (B)(6).

Event description:
The customer reported a false positive alinity I total b-hcg on a 30-yr old female patient diagnosed with an ectopic pregnancy. The following results were provided: sid (B)(6). = 55.63 / 0.88 / 0.95 miu/ml previous results provided: (B)(6) 2025 = 16.69 miu/ml. (B)(6) 2025 = 125.17 miu/ml. (B)(6) 2025 = 1622.66 miu/ml. No impact to patient management was reported.